Event description:
The customer reported that pumps turned off spontaneously in the nicu when IV poles were casually pushed to the side to make room or to clean the floor at the bedside. The customer attributed these events to channel disconnects secondary to iui contamination and/or damage. There was no delay in medication administration and no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.